Manufacturer narrative:
Batch review performed on 8 january 2021: lot 179660: (B)(4) items manufactured and released on 29-mar-2018. Expiration date: 2023-03-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
After 1 year and 9 months after the previous revision surgery, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the sphere insert flex left 13mm s4 with a gmk-sphere tibial insert - flex s4l - 17mm to give the patient more stability. The surgery was completed successfully. The first revision surgery was performed due to instability( liner revision 11 mm to 13mm).